Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 800 mg/dl range. The customer changed the infusion site. An insulin injection and a correction bolus were used to address the high bg level. The customer was admitted to the hospital and was treated with an insulin drip. After approximately 2-3 days, the customer was discharged. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.